Manufacturer narrative:
The manufacturer previously reported information in relation to ds2adv auto CPAP alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and or headache. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The previously submitted reported was submitted as serious injury while it is a product problem. All fields are corrected on this new follow-up report.

Event description:
The manufacturer received information in relation to ds2adv auto CPAP alleging eye irritation, nose irritation, respiratory tract irritation, dizziness and or headache. Medical intervention was not specified. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.